Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
We have a defective implant: evo-fc-10-11-6-b, batch number: c2372576, expiry date: 01/dec/27. The operating room was unable to place this implant. The implant is available at the pharmacy for analysis. Was the product inspected for damage before use? - yes. What was the target location? - biliary duct. Details of the wire guide used (diameter, type, make)? - 0.035 dreamwire boston. Was the zip port facing upwards and slightly curved when backloading the wire guide? - yes. What endoscope type and channel size was used? - duodenoscope olympus 4.2mm. Did the patient exhibit difficult anatomy - no. What was the length and diameter of the stricture? - unknown was the stricture dilated before stent placement? - no. Was an assessment carried out to determine to necessity for pre-dilation? - no idea. Was the safety wire removed? If yes, at what point was it removed. - no idea. Was resistance encountered when advancing the wire guide to the target location? - no. Was resistance encountered when advancing the delivery system to the target location? - no. What was the position of the elevator during advancement? - down. What was the position of the elevator during attempted deployment? - down. Was the directional button pressed during use? - no. Was the yellow marker kept in view during attempted deployment? - yes. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) - no idea. Did any part of the stent contact the patient's anatomy when the complaint occurred? - yes. How was the procedure completed (another device, postponed for another day)? - another stent used was there any adverse effects to the patient due to this occurrence? - no. Were any other defects (other than the complaint issue) observed on the device prior to return? - no.